Event description:
It is reported that during surgery in 2009, the bone screw broke off. The head of the screw was retrieved but, the threaded portion remains in the pt.

Manufacturer narrative:
Evaluation summary: the returned device was reviewed via both visual inspection and sem analysis. In its returned condition, it was observed through visual inspection that: the screw is fractured circumferentially into two pieces at approximately 1.5 threads from the screw head, there are buffing marks on the sheared surface, there are buffing marks on the surface at the head/shaft junction, the edge of the screw head face is stripped, and there is no visual damage on the hex. The sem analysis of the fractured surface showed a dimple micro-mechanism of the fracture indicating that the fracture occurred by overload under bending and torsion. The threaded portion of the screw was not available for analysis, and its condition is unk. Based on the above info and observations, it was most likely that the screw fractured, due to excessive torque. The lower threads may have been caught on the shell hole and when excessive torque was applied, it may have caused the screw to fracture. However, the exact cause of the current situation cannot be conclusively determined. Device history records indicate all components were manufactured and inspected to spec. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.